Event description:
The patient was sedated and in a prone position when the surgeon placed the patient's head in the skull clamp. The surgeon said the patient's head slipped out of the skull clamp twice on what he felt was a faulty spring in the single-pin arm of the torque knob on the a1059. The case was delayed as they had to reposition the patient twice due to the slips. Additional information has been requested.

Manufacturer narrative:
Integra completed its internal investigation 09/26/2016. The investigation included: method: device history review. Trend analysis. Evaluation of product. Results: the device history record for the unit(s) listed in this complaint under lot code/work order: 134/(B)(4), serial# (B)(4). A total of (B)(4) units were made under this lot and there were no abnormalities related to reported incident found, nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. No manufacturing or design related trend has been identified. The returned unit passed all specific functional testing requirements, repair cannot duplicate 80# torque knob losing pressure; when unit is properly positioned and put under pressure, unit would not have slipped. General maintenance and cleaning required. Conclusion: in summary, we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2013 with no prior service history. The mayfield patient positioning for success chart has been provided to the customer as a refresher tool.